Manufacturer narrative:
Additional information: baxter received and evaluated the device under a different service record and therefore evaluated for an unrelated allegation. The event history log was reviewed for the reported issue of the infusion not starting as intended but no significant evidence could be observed in the log to confirm or refute the allegation. The infusion issue was not addressed during evaluation however, the device will undergo full release testing prior to return to the customer to ensure working condition of the pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse during therapy (medication, dose, programmed amount and delivery rate unknown). A nurse programmed a drug to infuse with the spectrum iq pump. In the middle of the infusion, the nurse came back to the pump and the bag was still full and seemed like nothing was infused. The event occurred during patient use. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.